Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since there was no date provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified circumflex artery. Following pre-dilation using a 2.5x15mm balloon catheter, a 2.5x24mm synergy drug-eluting stent was advanced but failed to cross the tight lesion. Upon removal of the device, resistance was encountered and the stent came off of the balloon. The dislodged stent was then removed using a 4mm snare. The procedure was completed with another 2.5x24mm synergy drug-eluting stent. No patient complications were reported.